Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab "blood in the helium tube" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient was placed on the intra-aortic balloon pump (iabp) to help maintain the patient's blood pressure. After the iabp was started, it was found that there was blood in the helium tube of the intra-aortic balloon (iab). The iab was pulled out, and another iab was re-inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the patient was placed on the intra-aortic balloon pump (iabp) to help maintain the patient's blood pressure. After the iabp was started, it was found that there was blood in the helium tube of the intra-aortic balloon (iab). The iab was pulled out, and another iab was re-inserted at the same insertion site. There was no report of patient complications, serious injury or death.